Manufacturer narrative:
Device evaluation: no samples were returned for investigation of (B)(4), in which the customer has stated: "customer believes smartsite is blocking infusion when used with the transflux injection system. Issue is intermittent and has occurred between (B)(6) 2018 -(B)(6) 2019, nov - (B)(6) 2022, (B)(6) 2025. This is a historical issue we have just been made aware of. Issue is corrected using other suppliers' needless connectors." This feedback relates to 2000e7d products; however, the customer has not provided a lot number. No further information was available to assist the investigation in this instance. Although no samples were received, the customer did provide some photographs; analysis of the photographs show that the customer has disassembled the smartsite component (appendices 1 & 2) and also that the male luer of an unspecified connecting product has opened the smartsite piston (appendix 3) and then not opened the smartsite piston (appendix 4). The details of this feedback were forwarded to the manufacturing site; however, as no lot number was provided it has not been possible to perform a review of the production documentation for this particular product. In this instance, without any samples to examine it has not been possible to determine whether a manufacturing defect could have caused or contributed to the customer's experience; however, previous reports of this nature have been related to raised features on the surface of the male luer of the connecting product. These features, including flash or a raised edge to the tip of the male luer, have previously been shown to lead to intermittent restricted flow due to pinching of the blue piston of the smartsite which subsequently does not allow it to open fully. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer advocacy feedback database indicates that reports of this nature are rare, with a small number of similar reports received against the smartsite component in the last 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter: customer believes smartsite is blocking infusion when used with the transflux injection system. Issue is intermittent and has occurred between (B)(6) 2018 -(B)(6) 2019, (B)(6) 2022, (B)(6) 2025. This is a historical issue we have just been made aware of. Issue is corrected using other suppliers' needless connectors.